Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy on the fifth firing, the fourth reload, the instrument firing trigger cracked going through the firing cycle. Staples did not form and there was no cut line. A second instrument was opened and fired without incidence. There was no pt consequence.